Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone #: unknown. Unknown manufacturer:

Event description:
It was reported that the unspecified bd infusion set experienced blockage. The following information was provided by the initial reporter: that the device had alarmed on patient side occluded through the chamber the intralipid's were infusing through.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the device had alarmed on patient side occluded through the chamber the intralipids were infusing through. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced blockage. The following information was provided by the initial reporter: that the device had alarmed on patient side occluded through the chamber the intralipids were infusing through.